Event description:
During an orif of the right distal tibia the tip of the guide wire broke while being inserted and remained implanted. Subsequently, while the surgeon was implanting the screw, intraoperative imaging revealed the threads were peeling. The surgeon removed the screw. The peeled threads remained implanted as evidenced by intraoperative imaging. No delay to procedure. This is 1 of 2 reports submitted.

Manufacturer narrative:
Not previously reported. Additional code: hty.

Manufacturer narrative:
This device was for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Manufacturer narrative:
Device used for treatment and not diagnosis. Part received in damaged condition. Wire was bent and entire threaded portion of the wire was missing. No lot number was available. Investigation on part diameter led to the conclusion that this was actually a 1.1mm threaded guide wire, part 292.622. The 4.0mm ti cannulated screw was designed for the fracture fixation of small bones and small bone fragments. They are designed to be inserted over a 1.25mm guide wire. (B)(4). The mode of failure displayed in both devices in question is indicative of an overloading situation. The exact conditions under which each device failed is unknown the exact cause can not be determined. The design risk assessment is adequate for the intended use. Correct part number found in evaluation.